Event description:
The reporter stated that the luer lock was cracked and leaking. There was no pt injury or treatment associated with this event. This event was reported to medex med in england.

Manufacturer narrative:
No samples were received for evaluation. Lot history review for the sub assembly in question is not available as the lot number was unknown to the customer. Medex was unable to confirm this issue or determine a possible cause without the benefit of a returned product evaluation. No additional action is necessary at this time. Medex considers this report closed with this report.